Manufacturer narrative:
All of the buttons functioned properly however, found corroded keypad traces. No button error alarm during our testing. No ramping numbers noted on the display. The insulin pump passed displacement test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test and a21 error test. The operating currents tested with in the specification range and passed off no power test. The insulin pump was monitored and tested with no failed battery test noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, cracked on the display window and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a button error alarm. The customer stated that the numbers were scrolling, so they took the battery out and received a failed battery test alarm. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return the malfunctioning device back for analysis.